Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the tlc75 instrument would fire well out of the box, but would not fire when reloaded. Used (3) instruments, all with the same problem. Finished the case with auto suture. There was no consequence to the pt.